Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicates that end user applied first sample from convatec and experienced within 24 hours red, raised, itchy uniform rash under entire tape collar. Washes skin with water. After rash developed attempted to use allkare protective wipes and applied barrier. Rash persisted. Patient outcome was not reported.